Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion sets and reservoirs had air bubbles. Customer's blood glucose rose to 400 mg/dl. Troubleshooting was performed and customer would be returning infusion sets and reservoirs.